Event description:
It was reported when using the bd pyxis¿ medstation¿ es, hardware was failed. The customer reported that the malfunction occurred during the dispensing of the medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. A field service engineer (fse) remoted in and found that the hardware problem was a failed drawer, inspected all the drawers in storage space configuration but couldn¿t find any failed drawers or pockets. The fse rebooted and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.